Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then reseated all of the cables/connections to the front case assembly and was no longer able to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Event description:
The customer contacted physio-control to report that some of the buttons on their device would not respond when pressed. There was no patient use associated with the reported event. Upon evaluation, physio observed that both the charge and shock buttons would only respond intermittently when pressed.